Event description:
It was reported that during coiling an internal carotid artery/subclavian carotid fistula measuring approx 12 x20 mm, mechanical detachment occurred at the tetris' detachment zone after the coil had been manipulated for about 6-10 times. The separated portion was successfully retrieved and the case continued with gdc coil but was unsuccessful due to high flow nature of fistula. No complications were reported to have occurred with the pt during this event.

Manufacturer narrative:
No direct product analysis could be performed as the coil was disposed by the facility. As no tech examination of the affected device could be performed, it is not possible to conclude the cause of the complaint. The device history records for the reported product lot number have been reviewed and no quality issues were noted.